Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05523. It was reported that the device and rv lead caused unspecified damage to the patient's heart. The patient is deceased. There is no known allegation from a health professional that suggests that the cause of death was related to the device.